Event description:
Luer lock catheter tip broke off into catheter existing patient on 2 different administration sets from same lot. Reference reports # mw5157910 and # mw5157911. No patient follow up was required or deemed necessary by healthcare provider. No clinical signs, symptoms or conditions were observed. No environmental conditions were attributed to the event. The connection and administration of the IV administration set was performed by an experienced nurse. The first IV administrations set was connected with no additional force than normal to connect the luer to the catheter. Breakage of the tip of the luer slip was observed. When the first IV administration set had the distal luer breakage, it was replaced with a second IV administration set from the same model and lot number. The nurse administering the IV to the patient experienced the same failure of the second device where the distal tip of the luer slip broke off. A third tcbinf001 device from a different lot was selected and used without incident to treat the patient.

Manufacturer narrative:
Per the design verification report vlr-069 applicable for IV administration sets provided by truecare biomedix, the luer functionality has been tested to iso 80369-7 sections 6.1-6.6 including (1) fluid leakage, (2) sub-atmospheric pressure air leakage, (3) stress cracking, (4) resistance to separation from axial load, (5) resistance to separation from unscrewing, and (6) resistance to overriding. The luer components, both the luer slip and luer lock skirt, are made from acrylonitrile butadiene styrene (abs) material which is has good bending strength and high flexibility. The tcbinf001 device is produced by a contract manufacturer, anhui kangda medical product co., limited for truecare biomedix-USA. Since jan 2020, only one similar complaint issue involving two (2) units was found for distal tip breakage issue on the tcbinf001 products. Since january 2020, approximately 3,135,700 tcbinf001 devices have been sold to the field. Upon receipt of the complaint (B)(4) from truecare biomedix, a corrective action/preventive action report # 240801 dated 03 sep 2024 was provided by anhui kangda medical product co., limited where their investigation was documented. The retained tcbinf001 units from lot 23046c1430-b were inspected and no abnormalities were found. Daily inspection records were reviewed and no fracture phenomenon was found. No failures of the air leakage test for lot 23046c1430-b were observed. If the luer slip component was fractured, is would be expected to fail the air leakage testing performed on the devices within the lot. All lots of luer components and any semi-finished products that had been produced have been re-inspected for any fractures. None were observed. Additional testing of three thousand (3,000) units was performed by inserting the luer assembly into a small hole and then manually pushing on the component in three directions with maximum force to observe for any fracture. No fracture phenomenon was found. All components and semi-finished devices were found to be acceptable. Upon receipt of the four (4) returned units from the same lot that exhibited the two (2) failures by truecare biomedix, testing was performed by r&d to attempt to replicate the luer tip breakage as reported in the two medwatch reports. An excessive bending load was applied to the luer tip against a hard surface. Sixteen (16) tcbinf001 units from lot 23046c1482-b and the four (4) returned, unused units from lot 23046c1430-b were subjected to this test. No luer tip breakages were observed. Evidence of plastic deformation from the excessive bending load was seen. The four (4) returned samples had luer slip components from the mold cavities # 03, 07, 11, 12. It was observed that the unit from cavity # 03 showed significant flashing at the tip of the luer slip. Results reported by truecare r&d director on 16 sep 2024. Due to the testing results and the investigation of the returned, unopened units from the same lot, the conclusion is that the root cause of the failures of the two units reported in the events (mw5157910 and mw5157911) comes from the presence of flash of abs plastic at the tip of the luer slip which broke upon connection with the mating catheter component as flash is much thinner in thickness than the molded luer tip. Corrective action has been initialed to address flash on the luer slip component through mold repair and inspection of any and all luer slip components currently produced for this flash condition. A supplier corrective action request per scar 24-010 was issued by truecare biomedix to anhui kangda medical product co., limited on 16 sep 2024 to address the observed significant flashing of the luer slip tip and the corrective actions. Per the design fmea, fme-004 rev aa, row 305.10.20, foreign material in fluid path of device, indicates the occurrence is a 2 and the severity is a 3. The severity of a 3 is considered serious, with potential patient results in injury or impairment requiring professional medical intervention. In these two events, the user facility indicated through the medwatch reports that intervention was necessary. No harm to the patient resulted. Only one patient was exposed. Truecare considers these events as a risk class of ii, which is a functional failure where the failure results in injury or illness to the customer, no additional treatment or prolonged hospitalization is required. I were unable to submit this on time due to software issues within the esg webtrader processing system. The MDR relates to medwatch reports # mw5157910 and mw5157911 and was due at the 30-day submission on 25 sep 2024. For user email: tdavis@tcbiomedix.com: - we completed the MDR packaging to the zip file through esubmitter and proceeded through the esg to download webtrader program. Upon attempting to submit the test MDR, the webtrader program errors to " user services application was not detected." - on 23 sep 2024 esg help desk ticket # (B)(4) was created. With 2 hours, the help desk asked for a screen image which was provided. No further action or communication has come from the esg help desk. - on 24 sep 2024, I reached out to our it support help desk, lan info tech, for support on the issue. After hours of problem solving, they were unable to resolve the issue in webtrader. They followed up with the esg help desk on ticket (B)(4) with their information on resolution activities. - I contacted the esg help desk on 24 sep 2024 per ticket (B)(4), no response. - laninfo tech contacted the esg help desk on 24 sep 2024 per ticket (B)(4) , no response. - I contacted the esg help desk on 26 sep 2024 per ticket (B)(4), no response. - laninfo tech contacted the esg help desk on 26 sep 2024 per ticket (B)(4), no response. - I submitted a new esg help desk ticket # (B)(4) on 27 sep 2024 referencing ticket (B)(4). - on 27 sep 2024, I contacted cdrh emdr <emdr@FDA.hhs.gov> to notify them of the issue with the delayed MDR filing. On 30 sep 2024, they stated to document why this submission is late within this section and to continue to work with the esg helpdesk esghelpdesk@FDA.hhs.gov to resolve the issue. - esg help desk assisted on 30 sep 2024 with various methods, but none fixed the system issue. - esg help desk arranged and held a teams meeting session at 4:00pm 01 oct 2024 to correct the system issue. They were able to get the webtrader system functioning properly during this session using the firefox browser. - the test MDR was submitted on 02 oct 2024, but no ack3 was received. (B)(4)- ticket was opened for cesub help desk support. - 03 oct 2024 - ack3 for the test MDR was received, and rejected with (1) correction necessary. - 03 oct 2024 - updated/corrected test MDR (3008782867-2024-00003) was submitted. Furthermore, my ceo (user email nraj@tcbiomedix.com) opened his own esg account to assist with the submission as we are a company of less than 10 people, and was successful in having webtrader function correctly for him. However, he was not receiving the ack3 which would then allow us to submit to be approved for the production environment. For user email: nraj@tcbiomedix.com: - esg help desk ticket (B)(4), ticket (B)(4)- acknowledgement issue from webtrader esg site (9-26-2024). - on 27 sep 2024, ack3 was received and indicated rejection for (2) issues. Test MDR was corrected and resubmitted. Up through 03 oct 2024, we were unable to obtain access to the production environment of webtrader which would then allow us to submit the MDR 3008782867-2024-24001, which is now overdue. All of the esg help desk tickets are noted below: tdavis@tcbiomedix.com: esg help desk ticket (B)(4)- tickets related to my system's lack of functionality within webtrader. (B)(4)- ticket for ack3 not received. Nraj@tcbiomedix.com: esg help desk ticket (B)(4), ticket (B)(4)- acknowledgement issue from webtrader esg site (9-26-2024) laninfo tech service desk ticket: (B)(4) - request for assistance (truecare biomedix USA).